Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was sent for additional analysis which confirmed that there was an oversensing condition. Analysis determined that the oversensing was due to excessive leakage in a capacitor.